Event description:
Reportedly, intraoperatively no difficulties occurred and both tissue rings were complete. Hours after the operation the anastomosis started to bleed. Another laparotomy was performed.